Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's reservoir had air bubbles. His holster broke. Customer's blood glucose level was 147 mg/dl. The insulin pump was rewound with the reservoir in place. The device was not returned.